Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys tsh assay result for one patient sample. The initial result was 0.055 uiu/ml and was reported to the patient who requested repeat testing of the same sample. On (B)(6) 2018, the repeat result was 2.55 uiu/ml on the same analyzer. A new sample from the patient was tested on another cobas 6000 e 601 module at the same site and the result was 2.68 uiu/ml. There was no allegation of an adverse event. The reagent lot number was 294897 with an expiration date of 31-aug-2018. The investigation was unable to find a definitive root cause. From the information and data provided, a general reagent issue could most likely be excluded.